Manufacturer narrative:
Analysis was performed philips bench repair service personnel which included functional testing. The results of the analysis indicate the unit passed all ECG tests using the customer's leads. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the ECG board has been replaced. The device passed all verification tests. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device was not measuring ECG accurately. It was tested in the workshop and appears accurate; however, there is a blue message on the monitor indicating "cannot analyze qt". The device was in use on a patient at time of event, there was no adverse event reported.